Event description:
The customer states that a pt in her sixth month of pregnancy generated axsym toxoplasmosis igm assay index values of 0.456 and 0.427 (negative). This same patient had previously tested negative (date unknown) with an index value of 0.486. The patient is known to be positive for toxoplasmosis igm. The present sample tested positive for toxoplasmosis igm on two different competitor's platforms. Controls on the axsym analyzer have been within specifications. There is no impact to patient management reported.